Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: during the ventilation of a patient, it was found that the ventilator often alarms. After the doctor checked all parameters and found that they were normal, another ventilator was replaced for trial. It was found that the ventilator did not alarm and the patient's condition was stable, without causing any adverse consequences to the patient. The device alarmed with tf9428. No harm to the patient occured.